Event description:
Pt states, she couldn't get out of bed and fell to the floor. Since then she hasn't felt stimulation even after adjusting her stimulation up to 7 volts. She never had her setting up that high before, usually it is around 4-4.5. Additional info has been requested and if it is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).